Event description:
A power on reset (por) occurred. The type of por was unknown due to passing the code screen and it being unable to obtain. The por was cleared and the device was functioning normal. The patient was receiving therapy as before the por occurred.

Manufacturer narrative:
Lead model 3888-45, lot# j0331909v, implanted: (B)(6) 2003, explanted: lead model 3888-45, lot# j0331909v, implanted: (B)(6) 2003, explanted: recharger model 37752, serial# (B)(4). Programmer model 37743, serial# (B)(4). Extension model 37082-60, serial# (B)(4), implanted: (B)(6) 2009, explanted. (B)(4).